Manufacturer narrative:
The insulin pump alarmed motor error alarm during the occlusion test and unable to prime test due to loose drive support disk. The pump was received with minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 320 mg/dl. The customer stated that he had 17 motor errors since (B)(6). The customer stated that he thought it was the set issue initially and he change multiple sets and also changed the reservoir. The customer stated that he tried multiple battery changes as well to try to resolve the alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.